Event description:
Information received from the field notes that during a routine follow-up the device could not be interrogated and there was no magnet response. The patient's intrinsic rhythm was about 70 bpm. Since the last pacemaker check, the patient fell and broke her arm on the same side as her pacemaker was implanted.